Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, d9, h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. ¿the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section: detached. The event can be detected/prevented by following the instructions for use which state: detach the sterilization cap from the venting connector if it is attached, especially after gas sterilization (e.g., ethylene oxide gas sterilization, hydrogen peroxide low temperature plasma). Otherwise, the remote switches may not work normally due to a difference between internal and external pressures of the endoscope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: failure to follow instructions. Problems traced to the user not following the manufacturer's instructions. Stress problem identified for the bending section detachment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope sterilization cap wasn't on scope during sterilization cycle. The issue occurred during reprocessing. There were no reports of patient involvement.